Event description:
The customer reported that the ventilator was alarming due to a high oxygen supply pressure and no oxygen available. The customer reported the device was in use on a pt and there was no pt harm. When the measured oxygen available. The customer reported the device was in use on a pt and there was no pt harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the pt using an air gas source until the oxygen supply pressure falls to a specified level and oxygen valve opens. Loss of the oxygen source can be detrimental to a pt if this type of event occurs during use. The manufacturer's service technician was able to duplicate the reported event. Review of the device diagnostic log confirmed occurrences of the reported alarms. The service technician replaced the gas delivery system to address the reported problem. Applicable final testing was completed and passed to operating specifications. Per labeling, the oxygen source must be able to deliver 100 percent oxygen regulated to (B)(4).